Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intra-op because, in the surgeon's opinion, the posterior capsule seemed to be too small for the lens. The incision was enlarged to remove the lens and a different model lens was implanted.